Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb.